Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
It was reported that a (B)(6) boy with a bard port died. Consultant investigating the incident has stated that at this time, he is unable to make any comments regarding the incident.